Event description:
It was reported a remote monitor transmission was received in the clinic with an alert for superior vena cava (svc) impedance. The clinic was unable to reach the patient, the police were notified and the patient was found in home deceased. Additional information obtained indicated the patient¿s death is a coroner¿s case and the cause of death is pending. Requested receipt of additional information when it becomes available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314vrg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2011. (B)(4).